Event description:
Telemetry box was reported as having intermittent issues. Review of patient event history confirmed intermittent gaps over a six-hour period. Philips repair was notified and the device sent for evaluation and repair. The device was returned to (B)(6) medical center with no specific components identified as the cause of the intermittent patient monitoring or what was described in the patient event history.